Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "pain" against the right side. Later healthcare professional reported "swelling", "a fluid collection" and "breast is larger and firmer". 6 month course of cephalexin was prescribed. The device was explanted.